Event description:
Report received of inadequate carbon dioxide absorption during anesthesia. The carbon dioxide absorbent being used was amsorb. The customer states, "there have been four cases in which the inspired dioxide levels were elevated up to greater than 20." The average flow rates are 1-2 liters. The time into surgery when the co2 levels start increasing are variable. The amsorb is changed with new absorbent when the inspired co2 levels begin increasing. With the change of the absorbent the co2 levels would normalize. The customer reports that the used amsorb appeared white around the outside, with the top layer and the center appearing purple down to and including the top of the lower canister. The color indicator is added during MFR and has a sensitive ph factor that causes the granule to change color as the granules near exhaustion. All of the pt's were mechanically ventilated on drager3 machines. No adverse pt effect has been reported. Add'l info was requested, but no further info was available.